Event description:
It was reported that the customer received a power failure on his insulin pump and was hospitalized with high blood glucose of 430 mg/dl and diabetic ketoacidosis. The customer was vomiting relentlessly before going to the hospital. He was wearing the insulin pump at the time, but it was off. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.